Event description:
Custome's daughter reported blood glucose results of "200 something" mg/dl and 92 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.